Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery/yellow wrench alarm from the power module s/n (B)(6) was confirmed. The edc service center repaired the power module and isolated the fault to the installed main power module printed circuit board (pcb) assy. Replacing the main power module pcb resolved the issue and restored the device functionality. The repaired unit was forwarded to the rental/loaner pool. Evaluation performed by ppe group on the power module main pcb isolated the fault to a faulty dc/dc converter, which prevented the device from outputting the correct voltage and ultimately resulted in the yellow wrench alarm. The evaluation could not determine the root cause that led to the component fault. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The power module serial number (B)(6) was shipped to the customer on 16dec2015. Power module (pm) setup and use are addressed in the heartmate 3 lvas instructions for use (IFU) p.3-5 ¿ using the power module; p.3-21 ¿ power module self test and the heartmate power module instructions for use p.24 ¿ monitoring pm performance and performing a pm self test. Power module alarms are addressed in the heartmate 3 lvas IFU and the heartmate power module instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient's power module displayed a yellow key/red battery icon which indicated failure of internal battery. The battery was replaced with a new one during annual inspection on (B)(6) 2021. The power module will be returned for evaluation.